Manufacturer narrative:
Correction information was provided in h.6. Product code should be a0203 instead of a24. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records could not be reviewed because the literature report did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Literature citation: hasan, a. Et al. Surgical outcomes of intraocular lens iris suture fixation in eyes with residual capsule support. Jcrs. April 2024; 50(4): 407-412. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional published original article with a purpose to evaluate the safety and refractive outcomes of eyes after intraocular lens (iol) iris suture fixation (isf). Eyes that underwent iol exchange or repositioning with isf with at least 270 degrees of capsular support were included. The study included 53 eyes of 50 patients. Of the 53 eyes in the study, 47 eyes underwent iol exchange, 4 eyes underwent iol repositioning, and 2 eyes underwent aphakic secondary iol implantation. All eyes had the iol placed in the ciliary sulcus with isf. The mean age at the time of surgery was 65.3 plus or minus 13 years. Fifty percent of the patients were female. Of the 53 eyes in the study, 30 (57 percent) had malpositioned iols and 23 (43 percent) had undesired optical symptoms (negative dysphotopsia, positive dysphotopsia, diffractive optic dysphotopsia, z syndrome or aphakia). The secondary iols implanted were 1 of 49 (2 percent) with company lens. The study was concluded stating isf can offer stability for sulcus-fixated iols provided there is some residual capsule support. Although there are measurable complications, there is a relatively low side effect profile. The refractive error tended to be myopic, indicating the need for further refinement of iol power predictive formulas. This file was created for postoperative complications of chronic inflammation and iritis managed with topical steroid and nsaid.